Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys ft4 iii assay results for 3 patients tested on a cobas 8000 e 801 module compared to other cobas 8000 "analzyers". From the data provided, the data for 1 patient was a reportable malfunction. The initial ft4 iii result was 3.77 ng/dl. The initial result was released outside of the laboratory to the patient. The patient questioned the result and the same patient sample was retested twice. On (B)(6) 2019 the ft4 iii result from a different instrument was 1.33 ng/dl and the ft4 iii result from another different analyzer was 1.44 ng/dl. There was no allegation of an adverse event. The ft4 iii reagent lot was 35675600 with an expiration date that was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation determined that the root cause was due to the deterioration of system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.